Manufacturer narrative:
Article citation: buffault, juliette, et al. "Is the xen® gel stent really minimally invasive?" American journal of ophthalmology case reports, volume 19, 4 august 2020, doi.org/10.1016/j.ajoc.2020.100850. (B)(4). The reported events of vision loss, endophthalmitis, blebitis, exposure, and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Multiple requests for further information have been made. Allergan has received no response from the authors.

Event description:
Reported events of periorbital edema, conjunctival hyperemia with severe periorbital inflammation, pain, complete loss of vision, hypopyon, exposed stent, endophthalmitis secondary to blebitis in the left eye were noted in the article: "is the xen® gel stent really minimally invasive?" From the american journal of ophthalmology case reports. Bacteriologic, viral and fungal examinations were performed on this sample, the explanted xen®, and a corneal scraping, revealing antibioticsusceptible streptococcus pneumoniae. Therapeutic management consisted of immediate intravitreal injection, systemic antibiotic treatment with imipenem and levofloxacin, and topical antibiotics. B-scan ultrasonography revealed vitreous condensation and choroidal thickening without retinal detachment.